Event description:
Customer reported that their pump screen was dark and would not turn on. The customer's blood glucose (bg) remained within a range of 54-500 mg/dl, specifically at 10.8 mmol/l, indicating that there was no adverse impact to the customer's blood glucose level. Reportedly, the customer continued to use the pump for insulin therapy.